Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 3 months post procedure the patient had a CT scan that showed that there was a small thrombus on the face of the closure device. The closure device maintained a complete seal and there no other patient complications as a result of this event. The physician had the patient remain on eliquis until their next planned CT scan. The patient was discharged from the hospital with a planned CT scan at a future date.